Event description:
Additional information: it was later reported that a catheter occlusion was detected on (B)(6) 2012. The catheter was replaced on (B)(6) 2012. The cause of the event was unknown, possibly lower dose of prialt and other medications. Prior to the catheter replacement the patient was on prialt 4.25mcg/day; after catheter replacement started on 3mcg/day and slowly titrated upwards. It was noted the patient recovered (B)(6) 2012.

Event description:
Lack of efficacy of treatment was reported. A reservoir volume discrepancy was reported with 10 ml aspirated instead of an expected 3.4ml on (B)(6) 2012. Surgical intervention included splicing of the catheter on (B)(6) 2012. Patient outcome was noted as resolved without sequela. Drugs delivered via the device were prialt, fentanyl and clonidine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk; catheter model 8578, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk.

Manufacturer narrative:
(B)(4).